Manufacturer narrative:
This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Event description:
Report received indicated that at four months and at two years post 3 cypher stents implant to the right coronary artery (rca) the patient suffered injuries described as stent thrombosis, myocardial infarction (mi), 10-day hospitalization with post-op sepsis and death from cardiac arrest. The plaintiffs' counsel has indicated they may file product liability lawsuits against johnson & johnson. No other information has been provided.